Manufacturer narrative:
The reported events were insulation damage and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. Unable to perform stylet insertion / removal test due to the overtorqued inner coil. The cause of the reported event was due to overtorqued inner coil inside the connector region consistent with procedural damage. The reported event of insulation damage was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the lead had a rupture causing the guidewire to rip through the insulation. The procedure was completed using a different lead. There were no patient consequences.